Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy and ipg site pain after weight loss. Patient declined any additional programming. Surgical intervention may be taken at a later date to address the issue. It cannot be determined which lead contributed to the event.